Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported during preventative maintenance that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the drive manifold. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported during preventative maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.